Event description:
On (B)(6) 2015, a customer contacted biomerieux to report the back flow of bact/alert fa culture bottle contents into a patient connected to a dialysis machine. After the event occurred, the patient experienced a low grade fever and was transferred to a local emergency room. The patient was administered antibiotics and discharged without admission to the hospital. During dialysis treatment, the bottle was attached to the bottle adapter cap with a needle directly attached to the cap. Blood was drawn from the arterial collection side on the dialysis machine via a port, and the dialysis machine was on, per site procedure. Blood travels from the arterial collection site through the dialysis machine to the venous entry site. During blood draw, bottle was held above the port in a partially inverted position. Media went into the line through the dialysis machine into the venous entry site. The customer has not followed the instructions for use which state, "monitor the process closely at all times during collection to assure proper flow is obtained and to avoid flow of the bottle contents into the adapter tubing. Due to the presence of chemical additives in the culture bottle, it is important to prevent possible backflow and subsequent adverse reactions by following the appropriate procedure....bact/alert blood culture bottles should be maintained in an upright position during the collection procedure." The instructions for use are adequate and correctly inform the customer of the actions that need to be taken.